Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 53 mg/dl. The customer consumed food and did not bolus to address bg. The customer reported the cause of the low bg was being new to the pump and still working to refine settings. The customer's healthcare provider adjusted the pump settings.